Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence of device malfunction.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump was over estimating the bolus delivery and customer experienced low blood glucose levels (bg value not provided). Although requested, additional information was not provided.